Event description:
Related manufacturer report number: 2017865-2022-03437. During an in clinic follow up, an ocd (over current detection) alert was received on the device indicating a possible high voltage lead issue on the right ventricular (rv) lead. Technical support was contacted and noted shocks had not been delivered due to high defibrillation impedance on the rv lead. A lead fracture was suspected. Technical support recommended lead and device replacement. The rv lead and the device were explanted and replaced to resolve the event. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2022-03437. During an in clinic follow up, an ocd (over current detection) alert was received on the device indicating a possible high voltage lead issue on the right ventricular (rv) lead. Technical support was contacted and noted shocks had not been delivered due to high defibrillation impedance on the rv lead. A lead fracture was suspected. Technical support recommended lead and device replacement. The rv lead and the device were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead fracture, inadequate high voltage output and high defibrillation impedance. As received, a partial lead (distal portion) was received for analysis in one piece. The reported events of lead fracture and high defibrillation impedance were not confirmed. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. It was not possible to perform an impedance test due to the condition of the lead as received. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.